Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Suspected cause was due to the customer¿s basal rate needing adjusting. Reportedly. Emergency medical technicians were called and assisted customer by administering glucagon through a tube and observed customer to ensure that low bg resolved. Reportedly, customer consulted their healthcare provider who advised settings adjustments, tandem technical support assisted customer in making settings adjustments.